Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead. All electrical measurements were normal and in-range. Lead was capped and replaced. Patient was in good condition post-procedure.